Manufacturer narrative:
The lot # 231co21013 has not been associated with a non-authentic product nor did the customer indicate tampering. Suspects that the customers took the test when they had a higher viral load on 2/6/2024 and received a negative test when they had a lower viral load the following day on 2/7/2024. There has been no confirmation with pcr results and no self reported symptoms. There was no indication to confirm or deny if the user/patient had utilized the test kit appropriately as per intended use or off use. Test to the production batch of product retention samples (lot:231co21013) , the test was pass.

Event description:
Event details: we bought a large batch of your tests on amazon, and have been having a remarkably high number of people testing positive to only test negative using a different test or after waiting a day. We are wondering whether or not you have a record of false positive tests coming from lot no. (10): 231co21013.